Event description:
On 10/10/2024, it was reported by a sales representative via email that the suture from two ar-1938phs peek, knotless hip suturetak shred when passed around the labrum. This was discovered during a procedure.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 the complaint device was not received for evaluation. Based on the provided information, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional field data, arthrex concluded that the most likely cause of the reported failure is user error. This includes pulling the sutures close to a rough bone. The complaint allegation was confirmed based on the customer's attached picture.